Event description:
In 2009, the patient reported that he was in the hospital to have open heart surgery and he needed assistance adjusting his basal rates per his physician. The patient's blood glucose was elevated to 500-6000 mg/dl. His normal blood glucose level is 130 mg/dl. The patient was disconnected from the infusion device upon arrival at the hospital the day before, and his blood glucose continued to be elevated while on injection therapy. He is taking various heart medications that are causing erratic blood glucose levels. His endocrinologist recommended he reconnect to the infusion device using humalin r u-500 insulin. The patient's nurse was advised that the infusion device is approved for u-100 fast acting insulin. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.